Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported by the distributor that the implant fell down to the floor during a procedure to place the implant. Another implant was placed and there was no report of patient injury or harm. A2: correction: 35 years. A3: correction: female. D4: expiration date: 08 mar 2022. G4: 25 apr 2019. G7: follow up. H1: malfunction. H2: correction, additional information, device evaluation. H3: yes, evaluation summary attached. H4: 20 mar 2017. H6: method, results, conclusion codes. H10: manufacturer narrative, corrected data. The reported device was received for investigation. Visual inspection identified no signs of wear, damage or deformation. Functional testing was performed and found that the implant could be effectively held with compatible in-house drivers. The reported condition, "the implant fell down to the floor during a procedure to place the implant" was not confirmed. A device history record (DHR) review was performed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history was completed for the reported device lot for similar events and no other complaint was identified. A definitive root cause could not be identified. The most likely causes of the reported event are related to use error and include: implant is not transferred from sterile environment to patient in accordance with instructions for use, torque applied during placement/seating exceeds recommended value and clinician inadvertently selects an instrument with the wrong drive feature to place/seat the implant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the distributor that the implant fell down to the floor during a procedure to place the implant. Another implant was placed and there was no report of patient injury or harm

Manufacturer narrative:
(B)(4). A supplemental report will be submitted if additional information is received that requires reporting or when the investigation of the reported device is complete.

Event description:
It was reported by the distributor that the implant fell down to the floor during a procedure to place the implant. Another implant was placed and there was not report of patient injury or harm.